Manufacturer narrative:
The event occurred in the USA. It was reported that the flow sensor was not constant and a low flow rate was displayed on the rotaflow console during patient treatment. The customer attached an external flow meter and validated that the flow was correct. No harm to any person has been reported. Due to the potential risk for the patient a report is required. The patient data (such as sex, weight and age at the time of event) was requested on 2025-01-13 and 2025-01-16 but the customer not provided any details. The rotaflow console with s/n: (B)(6) was serviced by a getinge field service technician and was able to confirm the reported failure. The lemo rfd master connector (article number: (B)(4) has been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective shielding in the coaxial cables which transmitted the ultrasonic signals to the flow measurement. Based on the given information the reported failure could be confirmed. A review of non-conformities was performed on 2025-01-08 and during the time from 2019-01-23 to 2025-01-02 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2019-01-23. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the USA. It was reported that the flow sensor was not constant and a low flow rate was displayed on the rotaflow console during patient treatment. The customer attached an external flow meter and validated that the flow was correct. No harm to any person has been reported. Due to the potential risk for the patient a report is required. Complaint ID: (B)(4).